Event description:
It was reported that an unknown transfer set was damaged resulting in a leak. This occurred during the initial drain cycle of peritoneal dialysis (pd) therapy. The patient was given antibiotics as a precaution; however, there was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4).as the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.